Event description:
Please note: date of event is unknown. In 2006, it was reported to boston scientific corporation, that a resolution clipping device was used during an endoscopic procedure. According to the complainant, the physician was trying to mark a tumor using a clip. The clip failed to open when in the stomach and then detached from the shaft in the stomach. The detached clip was retrieved using a snare (manufacturer unknown). The doctor then used an olympus clip to complete the clipping. There were no complications and the patient's condition was reported as "satisfactory."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.